Event description:
Rptr had emergency room visit, suspected mini stroke. She complained of left side numbness, ringing in left ear, pain so severe that she could not walk, severe encapsulation and contractures, and muscle spasms requiring physical therapy (so severe she could not move her neck). She has had a partial hysterectomy, ovary remaining has fibroid tumors, neurogenic atrophy, vascular disease, blocked veins, chronic fatigue, asthma, arthritis, demyelinating polyneuropathy, numbness of left leg after mini stroke, numbness and tingling of extremities, sleep disturbances, depression, anxiety, constant throat infections, fungal growths, problems swallowing, stuttering, short-term memory loss, burning of the muscles, cognitive problems, and swollen lymph nodes. (Also see 1006998).